Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The asset device was returned to olympus for evaluation. It was observed that during the device evaluation, the bronchovideoscope exhibited a faulty image, there was no visible image when the device was connected to the processor. The customer stated the device had not been used, and there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that during the device evaluation, the bronchovideoscope exhibited a faulty image, there was no visible image when the device was connected to the processor. However, upon clarification and device re-evaluation, this information was inadvertently reported. There was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction.